Event description:
It was reported the surgeon clamped the cannulae, and the cannulae was ready for de-airing. The surgeon attempted to remove the plug, when the plug broke in half requiring the surgeon to "fish out" the broken bits. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) was not yet received the de-airing plug for evaluation. A supplemental medwatch will be submitted when additional info becomes available.